Event description:
Customer called to report system pressure dome leak during treatment. Customer was asked if there were any alarms during prime, customer stated no there were no alarms during prime. Customer was asked if there were any alarms prior to pressure dome leak. Customer stated there were no alarms prior to leak. Customer immediately aborted the procedure with no return of blood product to the patient. Patient was in stable condition. Kit has been discarded. No service order was generated.

Manufacturer narrative:
A review of lot c334 was performed and there were no non-conformances associated with the nature of this complaint type. The lot met release requirements. A review of lot c334 shows no trends. At the time of the investigation, no trend was detected for pressure dome membrane leak. CAPA (B)(4) and (B)(4) were initiated for complaint category pressure dome membrane leak. The product was not returned for further analysis; therefore, it could not be determined if the product met tracking and trending. If a trend is detected, further action will be taken.